Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during prime, reservoir outlet leaked from the 1/4 to 3/8 reducer to outlet. No impact to patient as this occurred during prime. Product was not changed out. The surgery was completed successfully.